Event description:
A distributor in (B)(4) reported that the audible alarms on an mr850 respiratory humidifier are not working. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device components are currently en route to fisher and paykel healthcare for eval. We will provide a follow-up report upon receipt of the components and completion of our investigation.